Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
A field service engineer replaced the suspect transducer for the customer to resolve the image quality issue. The suspect transducer was inadvertently scrapped prior to return to philips for evaluation. Therefore, no failure or root cause analysis of the part could be performed. However, the ultrasound system has been returned to service with a replacement transducer with no similar issues reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The suspect transducer was inadvertently scrapped prior to return to philips for evaluation.